Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of hi blood result. Expected fasting blood glucose test result range is 113 to 136 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 420mg/dl and 397 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 03/17/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter's memory: adverse event not reported.